Event description:
During use of the device for a non-clinical activity, the user reported that the sternal saw foot switch was broken. Since the event occurred during a non-clinical activity, there was no pt involvement during this event.

Manufacturer narrative:
(Device not returned).